Manufacturer narrative:
Product analysis:one balloon returned for analysis. Visually the balloon appeared to be used but undamaged. Functional test: a sample syringe was filled with liquid, and then were injected into the returned ibt. The instrument was pressurized; after pressurization, no leaks were noted. Unable to replicate customer concern; after visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. Intra-op, leakage of contrast medium was observed from inflatable bone tamp. The balloon ruptured inside the patient. No information regarding allergic is available. New one was used instead. No patient complications were reported.